Event description:
It was reported that hypotension and bleeding occurred. A left atrial appendage closure (laa) procedure was being performed. Right femoral vein access was obtained. A watchman fxd curve access system (was) was advanced to the laa. A 20mm watchman flx pro delivery system and closure device (wds) was advanced in the laa and subsequently deployed. While assessing release criteria, hypotension was noted as the systolic blood pressure was noted to be 70mmhg. It was suspected there was bleeding around the right femoral vein access site. Catecholamine medication dose was increased in response to the hypotension. Vital signs then stabilized. Release criteria was met, and the closure device was implanted. Contrast imaging was performed using a pigtail catheter from the right femoral vein access site to the inferior vena cava, and an area of bleeding was observed in front of the right common iliac vein bifurcation. Manual pressure was applied for twenty (20) minutes. A repeat contrast injection image was performed which revealed the bleeding had stopped. The pigtail catheter was removed, and the procedure was concluded. Pillow immobilization of the right groin access site was performed, and the patient was intubated for observation in the intensive care unit (ICU). No further interventions were performed.